Manufacturer narrative:
The insulin pump passed the functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No motor error alarms or displacement anomalies noted. The motor was tested outside the device and passed. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Drive support disk was inspected and no anomaly was noted. The insulin pump received without battery cap unable to confirm damage. Device received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked display window and cracked case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received safety notice about drive support cap. The customer states the drive support cap had been sticking out of their insulin pump. The customer's blood glucose level at the time of incident was 300mg/dl. The customer's levels had been as high as 500mg/dl. The customer treated the highs with bolus. The customer states the cannula had slight bend at the tip. The customer was advised the pump would be replaced and returned for analysis.